Event description:
Customer reported that the insulin pump alarmed button error and customer was able to clear the alarm and it has not recurred. Blood glucose value is 135 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. All of the buttons functioned properly and no button error alarm was noted. However, moisture damage was noted to the keypad traces.